Event description:
It was reported that during the procedure, a 3.0x26 otw graftmaster stent delivery system (sds) was advanced for treatment of a sapehous vein graft (svg) aneurysm. Resistance was felt during advancement due to the anatomy; therefore, the sds was withdrawn from the anatomy and pre-dilatation was performed. The sds was re-advanced to the svg and the stent dislodged from the balloon. Using the sds balloon, the physician fully deployed the stent partially in the svg. A second 3.0x12 otw graftmaster was advanced to the svg and the stent was successfully deployed. The physician determined that more coverage of the aneurysm was necessary; therefore, an attempt was made to advance a 3.5x19 otw graftmaster sds. The sds could not cross to the target site and was withdrawn from the anatomy. The patient was observed and no further treatment of the aneurysm was performed. Although there was a delay in the procedure, there was no adverse patient sequela. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that there were two previously placed graftmaster covered stents in the proximal portion of the saphenous vein graft to the obtuse marginal graft. Both were widely patent. One week following implantation of the graftmaster stents implanted on (B)(6) 2013, the patient remained home without any reported complications. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the otw graftmaster instructions for use (IFU) states: do not attempt to pull an unexpanded stent graft back through the guiding catheter; dislodgement of the stent graft from the balloon may occur. Additionally, the graftmaster was advanced for treatment of a saphenous vein graft (svg) aneurysm. It should be noted that the otw graftmaster IFU states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter. It is unknown if the treatment of the aneurysm caused or contributed to the reported event. However, it is likely that re-insertion of the graftmaster contributed to the reported stent dislodgement. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.